Event description:
It was reported that the right ventricular lead exhibited low lead impedance and an insulation anomaly. The lead was explanted and replaced

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found outer insulation abrasion at 13.6 cm to 14.9 cm from connector pin; all five filars of the coil were fractured and the inner insulation was also abraded in this area. The damage sustained in this area is consistent with clavicular crush which could have led to the reported low lead impedance.